Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patients ipg was replaced with a magnetic resonance imaging (MRI) compatible one. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.